Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6) 2026 the patient was wearing a dexcom g7 15-day sensor when she experienced symptoms that she described as a possible seizure, although she later clarified that she only suspected a seizure had occurred. Her son called 911, and she was transported by ambulance to the emergency department (ed) for evaluation. Upon arrival at the ed, the patient reported a fingerstick blood glucose (fsbg) reading was approximately 500 mg/dl. The patient was unable to recall or provide the corresponding cgm reading during the event. She remained hospitalized overnight, during which her insulin regimen was adjusted and additional treatments were provided; however, no specific medication information was provided. On (B)(6) 2026, the patient contacted dexcom regarding concerns about the accuracy of the same sensor. At the time of the call, the cgm reading was approximately 330 mg/dl, while the fsbg reading was 152 mg/dl. The patient expressed concern that relying on the elevated cgm readings for treatment decisions could result in administering more insulin than necessary. No additional symptoms were reported during the call. The patient also expressed frustration regarding the perceived reliability of the sensor and the amount of questioning during the call. She declined to provide further details regarding her hospitalization and stated that her primary objective was to obtain a replacement sensor. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.